Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced ectopy and right arm tingling. An echocardiogram was performed which revealed deep placement, but no repositioning was performed at this time. If ectopy persists/increases, or suction events/hemolysis occur then another echocardiogram will be obtained and probable repositioning of the impella. The patient continued to have ectopy and it was reported that it was the patient¿s baseline.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vf could not be determined as the device was not returned nor sufficient clinical details. ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿